Event description:
Info receives indicates the pump was set to deliver 10ml but only delivered 9.3ml.

Manufacturer narrative:
The pump failed the volumetric test for 2 out of 3 tests but was still without (B)(4) specification. The pump was due for calibration. The pump was calibrated to resolve the issue.